Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab (pal) for evaluation. Results of the evaluation indicate: the device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. A review of the device logs revealed no anomalies and no drain or ultra filtration (uf) volumes that meet the iipv (increased intra-peritoneal volume) criteria. There was no device failure or malfunction identified that could have caused or contributed to the patient death. There were no issues identified during a review of the device's service history record that may have contributed to the reported event. The root cause was not identified upon completion of baxter's investigation.

Event description:
On 11/08/10, a voicemail was received from a baxter clinical educator (ce) with information from a peritoneal dialysis (pd) nurse advising of a male patient who reportedly experienced multiple seizures after an incorrect glucose monitoring meter was used in conjunction with extraneal in (B)(6) 2010. The patient had been admitted to (B)(6) hospital, (B)(6) on an unknown date in (B)(6) 2010. The wife had taken the dialysis facility admission kit with her and attached notification above the patient's bed and on the door of the patient's room indicating that a specific glucose monitor should be used as the patient was receiving extraneal for peritoneal dialysis therapy. The patient was scheduled to have a nuclear stress test on an unknown date. The hospital nurse reportedly obtained a blood glucose reading that indicated a high glucose level. The patient had reportedly requested orange juice previously as he was feeling as though he had a low glucose level. The wife reportedly advised the nurse of the possible false glucose reading. The hospital nurse reportedly administered insulin and the patient was sent for the stress test. Reportedly, during the stress test, the patient experienced cardiac arrest and cardiopulmonary resuscitation (CPR) was initiated. At that time the blood glucose level was 10. The patient was intubated and sent to the intensive care unit (ICU). The dialysis facility nurse indicated she visited the patient during this time in (B)(6) 2010 and he was comatose at the time of her visit (date unknown). The facility nurse indicated that the hospital had retrained the nursing staff regarding blood glucose monitoring after this event (dates unknown). Reportedly, on an unknown date, the patient improved and was sent to (B)(6) rehabilitation center, (B)(6). The wife reportedly told the dialysis facility nurse that during the patient's stay at the rehab center, he was able to speak, but the speech was not always clear. The patient reportedly experienced a heart attack on an unknown date and was transported back to (B)(6) hospital, (B)(6) where he subsequently expired on (B)(6) 2010. The dialysis nurse indicated that the wife called her this am (11/10/10) and advised that an autopsy had been performed at the request of the wife. Autopsy results are unknown.

Manufacturer narrative:
(B)(4). The homechoice device was returned to baxter prior to knowledge of the patient's death. While in baxter's possession, functional tests were performed prior to placing the device back into service. Baxter wil provide the results of the functional tests when they become available.